Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they did an MRI on him when they weren¿t supposed to and it resulted in the battery going dead and having to be replaced. The indication for use was failed back surgery syndrome. No patient symptoms reported.